Event description:
It was reported that when the patient presented in clinic for follow-up, the device exhibited noise on all channels. Electro-magnetic interference was suspected. The patient was in good condition. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.